Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. As the device was not available for return, no further investigation of the device could be performed. Based on the available information, the root cause of the event cannot be determined. It is possible that the patient's specific clinical condition contributed to the reported event. However, no additional information was provided and this cannot be ultimately confirmed. Nevertheless, based on the document review performed, no manufacturing deficiencies were identified. Additionally, if an organism was present on the tissue valve before sterilization, it would be killed very easily by the liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, and the process was validated with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits the growth of microorganisms with steam-sterilized closures and jars. Therefore, there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. As such, the sterility of the device is ensured, and the event cannot reasonably be linked to the involved device. Should additional information be received, a follow up report will be submitted.

Manufacturer narrative:
A review of the echocardiography images pertaining to the reported event was performed. The transthoracic echocardiogram (tte) performed on (B)(6) 2019 has limited image quality. This tte shows a possible thickening in the annulus around the prosthetic valve, which seems to be well seated. No significant aortic insufficiency (ai) is noted and the gradients cannot be evaluated. Of note, bradycardia is noted (30bps) with long pr and wide qrs. The tte dated (B)(6) 2019 showed the prosthetic valve highly mobile (rocking), located deep in the lvot (these findings were not present in previous tte). There is significant ai (possibly severe) and high transvalvular gradients (mg 54, pg 76). Leaflets seem thickened but are not well seen. The transesophageal echocardiogram (tee) dated (B)(6) 2019, shows hyperechogenic material in the aortic annulus extending into the aorta, compatible with endocarditis complicated by periprosthetic abscess and an unstable valve, with a rocking motion, dehiscence and fistula from the aorta into the lvot causing severe ai. Vegetation is also identified in the images. Based on the results of the echocardiograms review, the reported valve explant can be reasonably considered as a result of endocarditis, which caused valve dehiscence and severe aortic insufficiency. Based on the verification of the valve sterilization performed as part of the perceval sn (B)(6) document review, the event cannot reasonably be linked to the involved device. Given the clinical history provided (possible fungi infection in (B)(6) 2019, oral infection in (B)(6) 2019, pacemaker insertion in (B)(6) 2019), it is possible that the patient's clinical history contributed to the reported event. It should be noted that endocarditis is listed as possible adverse events in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
Device disposition unknown.

Event description:
In (B)(6) 2018, a patient received a perceval pvs23 for aortic stenosis. He also had a three vessel CABG for cad. In (B)(6) 2019, the patient presented to the emergency department with sudden worsening of sob, fatigue, and hypotension. Diagnostic testing and echocardiogram showed the aortic valve had excessive movement and a mass was noted on and around the valve. The patient was taken emergently to the or and the loose valve was removed along with a sizable thrombus. A new aortic valve was placed. The explanted valve was taken to microbiology for cultures. The results of (B)(6) 2019 showed streptococcus colonization on one of two cultures with two varies, mits & hominis. Hominis is a pathogen seen in endocarditis. This event refers to uf/importer report # (B)(4) submitted in september 2019.

Manufacturer narrative:
Fields updated: b4, b5 (additional information provided), g4, g7, h1, h2, h6 (coding revised). This additional information does not change the root cause previously submitted as a definitive root cause for the reported event cannot be determined at this time. It should be noted that both endocarditis and thrombosis are listed as possible adverse events in the perceval IFU. The events are, as such, known inherent risk of the device.

Event description:
Per additional information received, the patient had no fever prior to the explant and no antibiotics were administered prior to the explant. At the time of re-intervention, the valve was found heavily thrombosed. There was significant debris in the lvot and aortic root and the valve was debrided. The patient was treated with antibiotics postoperatively.

Manufacturer narrative:
The manufacturer has received additional information that was provided in section b7. Based on the clinical history provided (possible fungi infection on (B)(6) 2019, oral infection on (B)(6) 2019, pacemaker insertion on (B)(6) 2019), it is possible that the patient's clinical history contributed to the reported event. However, since no ultimate confirmation was received from the site, and since no echo was made available for review up to date, the root cause cannot be definitely stated. H3 other text : disposed of by the hospital staff.